Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrodes messages, damaged monitor case) was confirmed. Upon investigation the monitor failed a therapy electrode fall-off test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient was receiving frequent check therapy electrodes and that the patient's monitor was physically damaged.